Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The patient was revised for instability and possible poly wear.

Manufacturer narrative:
Lot code was initially entered in error and is actually unknown, therefore, expiration date, UDI and manufacture date is also unknown. An event regarding joint instability involving a kinemax insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as the lot details provided were invalid. Complaint history review: not performed as the lot details provided were invalid. Conclusions: the exact cause of the event could not be determined because further information such as product return, x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient was revised for instability and possible poly wear.